Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. File clip (wire broken) defect. Mainboard (measurement socket knocked out) defect. Housing (broken, prob. Drop down) defect. Charging unit not provided.

Event description:
In this event it was reported that a raypex 6 apex locator had a loose connection; loose connection can lead to incorrect measurement; no injury resulted.